Manufacturer narrative:
If the incorrect direction of the shifts is not caught however, there is a possibility of a geographic miss due to this issue which could lead to serious injury. Although there was no reported injury in this case, the available info suggests a malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Customer states that a pt had a planning CT on a ge advantage sim scanner in a head first prone position. The CT is exported to eclipse for treatment planning. The plan is exported to impac and then treated using 4dtc/obi/cbct. The therapists noticed after performing 3d3d matching on the pt that the shifts for the pt for lateral and vertical were in the wrong direction. The orientation of the image on the screen at obi workstation appears correct and cosmo also appears in the correct pt position. There was no report of pt injury and no pt data was provided.